Manufacturer narrative:
Analysis of the two cables, product # (B)(4), found no anomalies.

Manufacturer narrative:
Product ID 3537, serial # (B)(4), product type programmer, patient; product ID 3537, serial # (B)(4), product type programmer, patient; product ID 3531, serial # (B)(4), product type product ID neu_unknown_lead, product type lead; product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
Additional information received reported that ¿three days later it started the two stage test with tined lead.¿ a return of the broken leads was not possible.

Event description:
Additional information received reported that the ¿patient was after the 2-stage test implanted the twin. Now the patient was lucky.¿

Manufacturer narrative:
Concomitant medical products: product ID 309101, serial# unknown. Product type: screening device: product ID 309101, serial# unknown. Product type: screening device: product ID 367637. Product type: product ID 367637. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there was an issue with the bilateral trial patient¿s leads, controllers, and stimulators. On both sides the controller did not allow increasing the amplitude beyond values between 4 and 4.8 milliamperes. A warning message displayed ¿settings not available.¿ the stimulators and controllers were swapped, which led to no change. Then both leads were connected with one ¿no-groundpad¿ cable and unilateral stimulation was performed. This worked until the patient reported a ¿strong sensation¿ at about 6.8 milliamperes. When trying to connect to new cables, both lead connectors broke. The patient showed only a weak motor response in the operating room (or) at full output, so it was ¿guessed¿ the impedances ¿might not be normal.¿ the leads were scheduled to be replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.